Manufacturer narrative:
Based on the claim against the product by the customer noting frayed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated. The instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage.

Event description:
It was reported that during central processing that, the fenestrated bipolar forceps instrument had a frayed cable at the distal end. The procedure was completed with no reported injury.